Manufacturer narrative:
Batch review performed on 21 august 2019: lot 173070: (B)(4) items manufactured and released on 26-sep-2017. Expiration date: 2022-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: few months after revision tka the femoral component got loose and needed revision. The information supplied is not enough to detect any specific cause for this adverse event.

Event description:
The patient came in, 1 year and 5 months after primary surgery, complaining of pain caused by an aseptic loosening of the femoral component. The surgeon revised the femoral component, stem, and poly. The surgery was completed successfully.